Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s mother report that the user experienced a decreased in response and then a complete loss of benefit with the device. X-ray images show a total migration of the electrode from the cochlea and also the presence of middle ear cholesteatoma in the implanted side.

Manufacturer narrative:
Additional information: according to the information received from the field, the lack of benefit was caused by a migration of the electrode array out of cochlea due to device unrelated medical reasons, namely cholesteatoma. In addition, at implantation surgery, ossification was observed and an incomplete insertion was achieved, with reportedly three channels left out of cochlea. A surgical procedure to remove the cholesteatoma and re-insert the electrode array is planned but no date has been scheduled yet.

Event description:
The recipient's mother reported that the recipient experienced a decreased in response and then a complete loss of benefit with the device. Re-insertion surgery was already considered in 2020 but had to be postponed due to covid situation. As per additional information received on august 30, 2022, it is considered to proceed with cholestatoma removal and reinsertion surgery, but no date has been scheduled yet.

Event description:
The recipient_s mother reported that the recipient experienced a decreased in response and then a complete loss of benefit with the device.

Manufacturer narrative:
Additional information: according to the information received from the field, the lack of benefit was caused by a migration of the electrode array out of cochlea due to device unrelated medical reasons, namely cholesteatoma. In addition, at implantation surgery, ossification was observed and an incomplete insertion was achieved, with reportedly three channels left out of cochlea. A surgical procedure to remove the cholesteatoma and re-insert the electrode array has been completed successfully in april 2023. The device remains implanted and in use.

Manufacturer narrative:
According to the information received from the field the lack of benefit was caused by a migration of the electrode array out of cochlea due to device unrelated medical reasons namely cholesteatoma. In addition an incomplete insertion was achieved at initial implantation surgery. Reportedly three channels were left outside of cochlea. A re-insertion surgery is planned but no date has been scheduled yet. This is a final report.

Event description:
The recipient's mother report that the recipient experienced a decreased in response and then a complete loss of benefit with the device. X-ray images show a total migration of the electrode array from the cochlea and also the presence of middle ear cholesteatoma in the implanted side. Reportedly, the cholesteatoma has led to the migration of the array. Re-insertion surgery is considered but has been postponed due to covid situation. No date is currently available.